Event description:
It was reported that during a procedure the device fired twice and then on the third firing, a piece of plastic broke off of it. The piece did not fall into the pt, but fell on the sterile field. There was no pt harm. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the nine remaining clips were fired from the device. The first four clips properly loaded into the jaws and had proper pinch and alignment. Clip five loaded properly into the jaw, but came out of the device in a tear drop shape. After the sixth clip loaded properly into the jaws, the handle was damaged and unable to pinch the clip when pressed. The handle split open at the seam, and a piece of metal linkage came out. The last three clips could not be fired because of the defective handle. The device was then disassembled and it was found that one of the two plastic distal retaining tabs that hold the two halves of the handle together was broken off, which caused the handle to split during the investigation. It could not be determined what caused the tab to break. The device history record was reviewed, and no discrepancies were noted.